Manufacturer narrative:
Device failure suspected.

Event description:
Reporter indicated that the patient was experiencing severe coughing and gagging during stimulation. The patient claimed that the coughing and gagging began following a seizure in which she fell. The physician believes that there may be a fracture in the lead, and has ordered x-rays to be taken. All attempt for further information and to have the x-rays forwarded to the manufacturer for review have been unsuccessful to date.